Manufacturer narrative:
The device was returned for evaluation there was no issues were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. The downloaded data returned an 0x4e, indicating saw trim out of specifications. No damages or defects were observed with the device that would trigger the alarm. The cause of the generated alarm could not be determined. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that while a patient was wearing a pod between 4 and 24 hours her blood glucose level reached 495 mg/dl. The patient reports the pod was leaking and she experienced some pain as well. Upon removal of the pod it was noticed that the cannula was bent. The patient went to the hospital for an unrelated issue but while there, was treated for high blood glucose levels. Treatment at the hospital consisted of 2 basal rate changes by the doctor, followed by 2 correction boluses and 8 units of insulin. The patient's blood glucose and insulin history are as follows: time: 10:19 pm, bg(mg/dl): 495, bolus(u): 3.0.